Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2012, patient underwent a revision procedure due to patient allegations of pain and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and suggests the modular head and taper adapter were removed and replaced. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2012 was due to pain and aseptic lymphocyte-dominated vasculitis associated lesions. The patient's operative report noted acetabular cup and femoral stem were stable and satisfactory. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2012, patient underwent a revision procedure due to patient allegations of pain and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and suggests the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.